Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained from (medical surveillance specialist mss) during a follow up call. The patient reported that the alleged inaccuracy began on an unknown date and time prior to contacting lfs. The patient reported obtaining inaccurate erratic blood glucose results of ¿267,252, and 298mg/dl¿ on the subject meter, which were obtained more than 20 minutes apart. Such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient currently takes novalog insulin to manage her diabetes and increased her dose of ¿novalog on a sliding scale¿ as a result of the alleged issue. On an unknown date at 3:00am after the alleged issue began, the patient stated that she developed symptoms of ¿low blood sugar, shaking and lightheaded¿ and self-treated with food and/or drink. At the time of troubleshooting, the cca determined that the correct unit of measure and approved sample site was used at the time of testing. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Device evaluation: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.